Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was given instructions on resetting the pump by technical support, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue arises again, which the caller understood.